Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Unit received with detached end cap and blank display. Unable to perform displacement test due to blank display. Swapping out test board to confirms blank display due to is broken wire at battery connector. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked battery tube threads, partial broken reservoir tube lip, stained end cap sticker, stained address/serial number label. Unit blank display due to is broken wire at battery connector and detached end cap confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-712ews. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-712ews was requested and customer response was the device will be returned.